Event description:
Reporter alleged obtaining a result of 270 mg/dl on compact plus system 1 compared back to back with a result of 60 mg/dl on compact plus system 2 when testing was performed within 10 minutes. Reporter also alleged obtaining a result of 254 mg/dl on compact plus system 1 compared back to back with a result of 45 mg/dl on compact plus system 2 when testing was performed within 10 minutes, at a separate time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2.